Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-11489, 1627487-2019-11491. It was reported the patient experienced ineffective stimulation. In turn, reprogramming was unable to resolve the issue. Surgical took place wherein the lead and extensions were explanted and replaced. Effective therapy was established.

Manufacturer narrative:
The report of ineffective therapy / positional stimulation was not able to be confirmed. Analysis of the returned lead extension found it was in good condition and it passed testing for end to end continuity and inter-channel continuity.